Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports that 5 cm of the catheter sheared off in the patient. Customer indicated that the fragment was not visualized on the CT scan. The patient was postpartum with other complications. No additional information is available.